Event description:
This lead was implanted on (B)(6) 2001 and remains implanted up to this date. A call to technical services placed on 6/25/2013 states that this lead has a known fracture. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).